Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the cause of the occlusion was likely a result of an intravascular deployment; however, without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined. All incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that 3 weeks after the mynx device was used for vascular closure, the patient had an occlusion. The stick location was below the bifurcation (low). The deployment of the mynx device was performed without incident or additional pressure. The patient was ambulated following the procedure and was discharged the following day. Three weeks later, a percutaneous clot removal was performed. Two days after the clot removal, a surgical cutdown was performed to remove the mynx sealant. Additional information was requested but is not available at this time.